Event description:
It was reported to philips that the lab stopped responding and had a continuous reboot problem, which can indicate an issue with booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.